Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Updated event description and event date to capture the unknown date of event (transcription error).

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient's contact had initially called in to fresenius technical support to request assistance with cancelling setup of the liberty select cycler because the patient wasn't feeling well and was vomiting. There was no serious injury nor medical intervention reported. However, upon follow up with the peritoneal dialysis registered nurse (pdrn) it was reported that the patient had peritonitis. Multiple attempts were made to obtain additional information [e.g. Past medical history, discharge summary (if applicable), culture/cell count results, causality] have thus far proven unsuccessful. The date of the event is unknown and will be captured as (B)(6) 2020, based on the month when the customer initially reported feeling unwell.

Manufacturer narrative:
Clinical investigation: a probable temporal relationship exists between ccpd therapy utilizing the liberty select cycler, fmc cassette, and the adverse event(s) of peritonitis, characterized by vomiting. The etiology of the patient¿s peritonitis is unknown; therefore, causality cannot be established. Individuals undergoing pd therapy (manual or cycler based) are at high risk for developing infections of the peritoneum. Limited additional information precludes an extensive and meaningful investigation. While there is currently no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse event. The liberty select cycler and fmc cassette cannot be excluded from having a possible causal or contributory role in the patient¿s adverse events. Given the lack of causality, no product/device availability for manufacturer evaluation, and the absence of detailed follow-up. There is insufficient evidence to disassociate the liberty select cycler or fmc cassette from the event(s). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient's contact had initially called in to fresenius technical support to request assistance with cancelling setup of the liberty select cycler because the patient wasn't feeling well and was vomiting. Upon follow up with the peritoneal dialysis registered nurse (pdrn) it was reported that the patient had peritonitis. Multiple attempts were made to obtain additional information [e.g. Past medical history, discharge summary (if applicable), culture/cell count results, causality] have thus far proven unsuccessful.